Event description:
This is filed to report unintended movement. It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and restricted posterior leaflet. An ntw clip (30303a1094) was inserted, but while establishing final arm angle (efaa) the clip opened to roughly 60 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the clip was removed and replaced. During preparation of another ntw clip (30306a1002), the clip failed efaa. Therefore, the clip was not used and was replaced. One clip was then implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.